Manufacturer narrative:
(B)(6). PMA/510(k): exempt. Investigation evaluation: it was reported that a wire guide from a wayne pneumothorax set (c-utpt-1400-wayne-112497-imh) from lot 10338019 could not be withdrawn from the catheter. The catheter and wire guide had to be removed together. A new device was placed afterwards. Cook became aware of this event on (B)(6) 2020 upon being notified by from c.h.u. Du caen. The patient reportedly experienced no adverse effects as a result of this incident. Upon receipt of the device, the wire was found to be elongated. A review of the complaint history, device history record, instructions for use (IFU), quality control and specifications, as well as a visual inspection, and dimensional verification of the returned device were conducted during the investigation. The complaint device was returned to the manufacturer. One used and damaged wire guide was returned to the manufacturer. The distal weld ball is separated from the safety wire. This resulted in a significant coil elongation and protrusion of the mandril and safety wire. The elongation was gradual and began approximately 6¿ from the distal tip. The distal end was severely curved and was likely due to the safety wire separation. The outer diameter measured within specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file found that the risks associated with the devices are acceptable when weighed against the benefits. A review of the device history record showed no nonconformances associated with this device lot. A database search revealed one other complaint from the same lot at the time of the investigation. However, this complaint was for the same failure mode from the same customer. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: instruction for use remove the needle, leaving wire guide in place. Advance dilator over the wire guide to achieve desired dilation. Remove dilator, being careful to maintain wire guide position. How supplied upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, inspection of the returned product, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design causes contributed to the event. It was reported that the wire guide was stuck in one of the sideports of the catheter. The customer stated that catheter obturator was in place during advancement. This means that the only ¿eyelet¿ the wire guide could have been stuck in is the endhole. The main damage on the returned device was around the middle of the wire, so it is possible that the protruding inner mandril caused the difficulty in withdrawal. However, it is unknown what caused the wire to be become unraveled in the first place. Manipulation of the wire with excessive force may have caused the wire to break, but this cannot be confirmed without additional information. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints.

Event description:
It was reported that the central part of the guide wire from a wayne pneumothorax set remained "blocked in one of the eyelets of the drain." The catheter was being used for pleural drainage in the axillary line. The obturator was in place during advancement of the drain. As a result of the blockage, the guide wire was unable to be removed from the catheter. The clinician had to remove the catheter and guide wire together in order to place a new drain. No adverse effects to the patient were reported. However, it was reported that the painful procedure was prolonged due to the product failure. Upon receipt and check-in of the device on (B)(6) 2020, the manufacturer noted the returned wire guide was found to be elongated. Guide wire elongation is a reportable product malfunction, thus prompting this report.